Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited an alert for shock impedance measurements of greater than 200 ohms. Subsequent shock impedances were 48 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp), and the possibility of electromagnetic interference (emi) exposure at the time of the out of range measurement. Attempts to obtain additional information from the field were unsuccessful. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited an alert for shock impedance measurements of greater than 200 ohms. Subsequent shock impedances were 48 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp), and the possibility of electromagnetic interference (emi) exposure at the time of the out of range measurement. Attempts to obtain additional information from the field were unsuccessful. No adverse patient effects were reported. The device remains in service. The device has been returned and analyzed.